Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: UK.

Event description:
It was reported that during an unknown time, the unit was cutting too deep. It is unknown if there was patient impact or delay. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that outside of surgery, the unit was sent in for annual service and it was noted it was cutting too deep. There was no patient involvement. Due diligence is complete.